Event description:
It was reported by a non-medical professional that the pt underwent a three-level tlif at l3-s1 using three 16mm spherical implants. At an unknown time post-op, the pt is reported to have developed "paralysis below the waist, has been unable to walk or stand on her own, has lost bowel and bladder control, and suffers from severe and permanent neurologic impairment." No medical reports have been submitted to medtronic that verify these claims. Additionally, no medical evidence linking the implantation of the spherical implants and the pt's reported symptoms has been provided to medtronic.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.